Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit may require maintenance. There were no injuries reported.

Manufacturer narrative:
A getinge field service engineer evaluated the unit and found that the calibration regulator did not pass, so the muffler was replaced, and the calibration regulator passed 3 cycles. Manifold leak test and balloon test passed. The unit was returned to the customer and cleared for clinical use